Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that starting around (B)(6) 2020, when the patient would do a passive recharge mode (prm), the ins would not start a normal charge session. It was explained that the patient was charging the ins daily, but the ins was "turning off in the night; they would wake up and it was off". They mentioned they knew the ins was off because when they coughed they could not feel stimulation. The patient reported it never did that before. Also, their controller was not reading the battery levels nor going to the therapy home screen. The patient was trying to use the therapy because they had just fallen and hurt their foot. They were redirected to their doctor for assistance if they were unable to start a normal charge session. Additional information was received from the rep. It was reported that the rep stated that the rep tried to run a passive charge with the patient and they did thee sessions over a one hour period, but the controller keeps going to the passive recharge screen. The rep indicated that they also had the patient enter tech mode and try to use the "new implant" flow to pair the controller to the ins, but that did not resolve the issue. Passive recharging information was reviewed, and the possible option to use the disable device function to troubleshoot this issue. The rep was going to follow up with the patient and attempt to set up an appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that they fractured their foot, which delayed them seeing their doctor about the reported issue. They would be contacting their doctor to schedule an appointment once they got the boot off and would possibly be seen the week of (B)(6).the patient reported their weight at the time of the event.